Manufacturer narrative:
The stem added to this report was not returned for examination. A worldwide complaint database search could not be conducted as the product and lot code required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges consistent pain and soreness, mildly elevated ion levels, locking up of the hip device and instability. Update rec'd (B)(6) 2014 -pfs and primary and revision medical records received. No new information was received that would change the MDR decision. The complaint was updated on: (B)(6) 2014. Update (B)(6) 2014- pfs and medical records received. After review of the medical records for MDR reportability, the stem is being added for the alleged high metal ions. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: this complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).